Event description:
The reporter did meter to lab comparison tests. Meter reading was 244 mg/dl, and the lab test result was 158 mg/dl. The tests were done 5 minutes apart. A second set of tests were reported as: meter 231 and lab 159. The reporter did not have any symptoms. A control solution test in range. No harm was alleged.